Event description:
The pt experienced headaches and decline of function. Pt's ventricle expanded and intracranial pressure rose. The valve pressure was adjusted but pt's condition did not improve. The distal catheter was replaced but pt experienced low cerebralspinal fluid flow. The valve was explanted and replaced.